Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be fully operational, and passed a full system checkout.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was unable to trace above the patient's right eye. It took several attempts to register the patient. Eventually, the surgeon passed with a 1.5 mm when the patient tracker was moved. Surgeon's concern from this point was he did not achieve a green sphere of accuracy, only yellow. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.